Event description:
The customer reported that the heart rate was not correct as it measured 147 and the patient was only 70. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) who interviewed the customer and assisted with troubleshooting the unit. The rse gave the customer some troubleshooting instructions. The rse suggested pushing the configuration file which corrected the issue with the ECG readings. The rse explained by pushing configuration file of the wireless device, it usually fixes any changes that the end user may have done. It was not confirmed what changes the end user made to cause the issue. Based on the information available in the case and provided by remote service personnel, the cause of the reported problem was confirmed to be a user configuration issue ; however, the specific changes made by the user that led to the issue could not be confirmed. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.